Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient's vision is not as expected post-operatively and that their residual refraction is 0. The limited information received indiciate that the patient has undergone a number of yag capsulotomies; however, the indications for these procedures is unknown to rayner. The corneal wavefront is confirmed to be normal. The healthcare professional plans to explant the iol from the dominant eye. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large, neuro-adaptation and induced surgical astigmatism. There is insufficient information available to determine the root cause of the event.

Event description:
On 10th june 2025, rayner received notification from a UK healthcare professional of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the patient is not getting a good visual outcome and has a residual refraction of 0.